Manufacturer narrative:
Batch review performed on 05 december 2016. Lot 131826: (B)(4) items manufactured and released on 24 june 2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
The patient came in complaining of instability. The surgeon determined the femur was loose and slightly oversized. The surgeon revised the femur and the insert to a size 3 femur and a 12mm uc insert. The surgery was completed successfully. X-rays and explants are not available.